Event description:
It was reported that during a procedure to treat a lesion in the mid lad, the physician felt and unusual tactile impression. The guide wire was removed from the pt and the tip was noted to be separated. The guide wire tip remained in the coronary. The procedure was ended and the pt was reported to be doing fine.